Event description:
Prior to use it was reported that the gvl 3 stat was broken at the tip. The package was unopened and both pieces were within the package. No pt injury.

Manufacturer narrative:
The customer found a total of three gvl 3 stat from the same lot that had broken tips. This report captures one of the three broken stats that was reported by the customer. The three broken gvl 3 stat have been returned to verathon and are in the process of being evaluated. The other two broken gvl 3 stat are being reported under 9615393-2014-0025 and 9615393-2014-0030.